Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer will renew prescription to revert to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.